Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 14.5 mg/day), clonidine (0.1 mg/ml at 0.048 mg/day), and baclofen (125 mg/ml at 60 mcg/day) via an implanted pump. It was reported that the pump alert stated that the pump had been stalled for 533 hours and 52 minutes when interrogated on (B)(6) 2022. Per the patient, he had not had an MRI. The pump logs indicated ¿critical alarm ¿ pump motor stall occurred on (B)(6) 2022 at 9:27 am¿ and ¿critical alarm ¿ stopped pump duration exceeded 48 hours on (B)(6) 2022 at 9:27 am¿ with 7 ¿programming step¿ messages dated ¿(B)(6) 2022 at 11:32 am¿. There was no known reason as to why the pump stalled. It was noted that the pump was already at eri (elective replacement indicator) and only a few days shy of eos (end of service) so the patient was already scheduled for a replacement. The patient stated that at the last refill he had thought there was more than half the drug left in the pump when it was usually almost empty. The patient did not report any withdrawal symptoms. The pump was replaced, and the hcp lowered the daily dose of the new pump to 12 mg/day since the patient reported there was a significant amount of excess drug at his last refill. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.